Event description:
Caller reported a malfunction on the pump, which caused their blood glucose level to exceed 500 mg/dl, displaying "high." To address the high blood glucose, the customer took corrective action by administering a correction injection via multiple daily injections and did not require third-party assistance. Technical support assisted with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. They were advised to contact support if the malfunction code recurred, and the caller confirmed understanding of the instructions.